Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported the ratcheting screwdriver handle was broken after the case in the sterile processing department. The repair technician reported the switch lever is missing, there is a crack in the handle. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: ratcheting screwdriver handle (part# 311.023, lot# t946137, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the switch lever of the received device was broken. The broken switch was not returned to cq. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection: dimensional inspection of the received device was not performed at cq to the design of the device. Document/ specification review: the following drawings were reviewed -screwdriver body ratcheting no design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the ratcheting screwdriver handle (part# 311.023, lot# t946137). There were no issues during the manufacture of this product that would contribute to this complaint condition. It is possible that the component of the device might have encountered unintended forces during use and service. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The ratcheting screwdriver handle was not returned, and the investigation will be completed based on the supplied image from the attachments the images were reviewed, and the complaint condition was confirmed as the imaged showed the button of the device missing. The observed condition of a missing component was similar to the reported complaint condition of broken, thus the complaint was confirmed. As the handle was not returned an as received, dimensional, and material review were not applicable. The overall complaint was confirmed. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 311.023, lot number: t946137, manufacturing site: (B)(4), release to warehouse date: 21-may-2010. A review of the device history records was performed for the finished device lot number, and no non-conformance's were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the ratcheting screwdriver handle was broken after the case in the sterile processing department. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).